Event description:
It was reported that 2 days after intra-aortic balloon (iab) insertion on acute myocardial infarction (ami) patient, after transfer to a different facility for cardiac surgery, a "blood detected" alarm occurred. When the staff attempted to reset the intra-aortic balloon pump (iabp), an error message appeared stating, ¿this function is unavailable¿ and did not restart. Although they replaced the pump to continue therapy, the same message occurred and it would not start pumping. The initial pump was reconnected and therapy continued successfully for three days. On the third day the iab was removed and therapy was discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. No blood was observed inside the iab catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that 2 days after intra-aortic balloon (iab) insertion on acute myocardial infarction (ami) patient, after transfer to a different facility for cardiac surgery, a "blood detected" alarm occurred. When the staff attempted to reset the intra-aortic balloon pump (iabp), an error message appeared stating, ¿this function is unavailable¿ and did not restart. Although they replaced the pump to continue therapy, the same message occurred and it would not start pumping. The initial pump was reconnected and therapy continued successfully for three days. On the third day the iab was removed and therapy was discontinued. There was no reported injury to the patient.